Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips were not used. Estimated blood loss was 300cc's. There was no damage identified on the dialyzer. Patient had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing; upon completion of the investigation a supplemental report will be submitted.